Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted at 18.7 cm to 18.8 cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.